Manufacturer narrative:
B5 - reportedly, patient was s/p (B)(6) 2023 placement of toric evo ou and then (B)(6) 2023 repositioning of evo od. On exam she reported improved vision but some persistent halos and glare in certain lighting conditions. Reported it was not interfering significantly with her visual function. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Lens rotation was observed, reportedly, "it looks like it is about 15 degrees off intended axis, but may need to be rotated up to 30 degrees. It was a high power toric and she is very symptomatic.".

Manufacturer narrative:
Claim# (B)(4).